Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician felt the out of range shock impedance measurements were physiologic in nature and will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Shock impedance measurements in coil to can configuration was noted to be 123 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was brought in for commanded shock testing 2 years 10 months ago and shock impedance measurements following shock delivery were noted to be within normal limits at 59 and 60 ohms. Subsequently, the patient presented to the clinic with report of receiving shock therapy. Interrogation of the device with a programmer noted that the device recorded a shock lead open message during shock delivery due to ongoing high out of range shock impedance measurements greater than 125 ohms. The shock therapy was successful in converting the rhythm. It was reported that the patient had an electrolyte imbalance. The patient was admitted to the hospital. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an invasive procedure was performed. This device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.